Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient presented to hospital with a non-st-elevation myocardial infarction (nstemi). It was reported that one 3.0x8mm onyx frontier coronary drug eluting stent dislodged in the vessel. The dislodgement occurred during delivery to/at lesion. The case was difficult and complex. The stent was being used to treat a moderately tortuous, moderately calcified lesion with 90% stenosis in the proximal diagonal branch (d1). There was timi 3 flow. The device was inspected prior to use with no issues. Negative prep was not performed. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used. A 6f guide catheter cannulated the left main (lm) and two non-medtronic (mdt) guidewires crossed the d1 lesion. A 2.5mm compliant balloon pre-dilated the proximal d1 stenosis to 8 atm. Intravascular ultrasound (ivus) was used which demonstrated disease all the way to the ostium. A 2.0x26mm onyx frontier stent was deployed from the proximal to mid d1 at 12 atm. Following this an attempt was made to advance the 3.0x8mm onyx frontier stent to the ostium of the d1, overlapping the proximal edge of the initial stent. However, there was significant difficulty advancing the stent beyond the ostial portion of the d1, and during this process the stent stripped off the balloon without deployment. An attempt was made to use the balloon to re-capture the dislodged stent into the guide, but this was not successful. A left anterior descending (lad) artery wire was attempted to wrap around the stent to pull it out, but this was also unsuccessful. Guide and wire access were then lost, and the stent was free floating in the proximal lad, leading into the ostial d1. A new non-mdt guidewire was used and a 4-8mm non-mdt snare was used to successfully snare the dislodged stent. Then, another 3.0x8mm onyx frontier stent was advanced to the d1, however, there was difficulty crossing into the proximal d1. There was concern of a possible coronary dissection at the ostium of the d1 due to the previously deployed stent. Eventually, it was possible to advance a 2.5mm nc balloon to the mid d1 for post dilation of the 2.0x26mm onyx frontier stent, as well as pre-dilation of the ostium d1 to a maximum of 18 atm. The second 3.0x8mm onyx frontier stent was then successfully advanced to the ostial d1 overlapping the proximal edge of the 2.0x26mm onyx frontier stent and was successfully deployed to 14 atm. Ivus after stent deployment demonstrated a well-apposed stent, however, there was mild under-expansion of the 3.0x8mm onyx frontier stent. A 3.0mm nc balloon was then used to post dilate the 3.0x8mm onyx frontier stent to 20 atm. Ivus showed good stent expansion and apposition, with no evidence of stent edge dissection. Post intervention there was timi flow 3, and 0% residual stenosis. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: it was not difficult to remove the stylet or protective sheath before use. There are no complaints against the other medtronic devices used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.